Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin were seen exiting the infusion set tubing or cartridge tubing during the fill tubing step. Reportedly, this occurred with multiple cartridges and infusion sets. The supplies were changed to address the event and insulin delivery was resumed. Blood glucose was approximately 400 mg/dl.